Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection at the implant pocket of the implantable cardioverter defibrillator. On (B)(6) 2020, the patient presented to the hospital and had the implantable cardioverter defibrillator system removed. The physician placed a temporary pacing lead and external pacemaker to help pace until the patient recovers from the infection. The source of the infection was not reported. It was also noted that the patient was on blood thinners and had developed a hematoma on the left side of the implant pocket since the device implant procedure on (B)(6) 2020. The patient was reported to be in stable condition throughout the procedure. No further incident was reported. Related manufacturer reference number: 2017865-2020-16088.